Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone. The surgeon's contact information was not provided. (B)(4).

Event description:
A consumer reported following bilateral intraocular lens (iol) implants that she has had several procedures to help with vision related problems with no success. She will require the use of glasses again. Additional information has been requested. The surgeon's information has not been provided. There are two medical device reports related to this event. This report is for the right eye.